Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transcarotid transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, there was +1cc added to the atrion, upon inflation of the 26mm commander delivery system (ds) balloon, during valve deployment, the balloon ruptured. The decision was made to bring the 14f esheath+ and ds out as a unit, so a second sheath and ds were prepped and the atrion was filled with nominal volume. When the sheath was removed it was noticed there was damage observed at the distal end of the sheath, the distal tip was split. The initial sheath and ds were removed from the patient and the second sheath and was inserted followed by the second ds. The valve was then post dilated. The carotid artery needed surgical repair, which was successfully completed by the surgeon. The perceived root cause of the balloon rupture was stj calcium. The second sheath and ds were then removed. The valve was successfully implanted, and the patient is in stable condition.